Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to inflation issues from a hole in the distal end of the cylinder, the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. It was added that there was no further intervention needed. Should additional information be received a supplemental report will be filed for the addition information. Additional information was received that this patient also experienced fluid loss.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to inflation issues from a hole in the distal end of the cylinder, the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. It was added that there was no further intervention needed. Should additional information be received a supplemental report will be filed for the addition information. Additional information was received that this patient also experienced fluid loss.